Event description:
Event description guidant received information that following a pacemaker implant procedure, this right ventricular lead had dislodged. The lead was then successfully repositioned in a revision procedure without adverse patient effect.